Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the a transthoracic echocardiogram (tte) identified the ejection fraction. This new acute on chronic heart failure event was now reported as unrelated to the medtronic valve. The cause was not reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that no symptoms were reported in relation to the acute on chronic diastolic heart failure.

Event description:
Additional information received indicated that the previous reported hospitalization was due to an influenza a infection. As reported, this infection was unrelated to the valve. The patient was hospitalized for 5 days. The heart failure was still resolving.

Manufacturer narrative:
Updated data: a4 (estimated), b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 years and 7 months following the implant of the transcatheter bioprosthetic valve the patient was hospitalized for an unspecified reason. During the hospitalization acute on chronic diastolic heart failure was identified. This was a new diagnosis. An echocardiogram measured an ejection fraction of 50-55%. The aortic valve was not visualized. As reported, likely the prosthetic valve with no stenosis. The image quality was reported as poor. An intravenous diuretic was administered. The diagnosis did not contribute or prolong hospitalization. The episode was resolving. The physician indicated the event was unlikely related to the valve and implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.